Event description:
It was reported that a patient underwent an x-stop procedure. The patient "would like to know about the experience of thigh pain after the procedure." No additional information was reported.

Manufacturer narrative:
Device not returned.